Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was that they were sent a new controller, and they had been using it, but they hadn't felt any stimulation for quite a while now. The patient said they hadn't felt stimulation even before the controller was replaced. The patient said that they used to be able to lay on a hard surface and feel some stimulation, but now they couldn't anymore. The patient confirmed that the implant was charged. The patient said that it wouldn't let them adjust their groups and/or programs; the agent understood as the controller. The patient said they were on group c and the intensity wouldn't go higher than 8.1. During the call, the patient tried adjusting their therapy, but they saw settings not available; the agent reviewed the meaning of settings not available and that the message was coming from the implant and replacing the controller wouldn't help. The issue was not resolved. The patient was redirected back to their healthcare provider to further address the issue and to meet with a representative in person for reprogramming to better optimize their therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.